Manufacturer narrative:
The "date of event" and "patient identifier" have not been provided. There was not an issue with the device. The device was hit by a car.

Event description:
Alleges unit was run over by a car with end user on board. End user was crossing street with right of way and car turned onto street hitting end user and unit.